Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had high impedances. The surgeon disconnected the ins and the high impedances were resolved upon re-connection. No patient symptoms or further complications were reported as a result of this event.